Event description:
On numerous occasions within the past several mos, pts have reported medicine leaking from the filter while the medicine was infusing. There have been at least ten occurrences. Aims plus tubin w/0.22 micron filter.